Event description:
It was reported that the physician noticed that the device had no reaction after connecting to the power during preparation. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported. The additional information received was that the patient was under sedation at the time of this error.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the voltage distribution board was damage. The voltage distribution board was changed and the console passed system test. Based on the analysis an evaluation conclusion code of cause traced to component failure of the device was assigned to this investigation.

Event description:
It was reported that the physician noticed that the device had no reaction after connecting to the power during preparation. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported. The additional information received was that the patient was under sedation at the time of this error.